Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries), menarche (she was 13 years old.), sedentary and menses irregular with excessive bleeding. No c-sections or abortions, no systemic arterial hypertension or diabetes mellitus. Previously administered products included for an unreported indication: injetable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("pain during and after sexual intercourse"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding during and after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain ("generalized pain"), arthralgia ("joint pain"), loss of libido ("no libido"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling") and alopecia ("hair loss"). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), pain in extremity ("leg pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), fatigue ("fatigue"), tremor ("tremors / trembling through the body"), oedema ("edema"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), urge incontinence ("urge incontinence"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), abnormal uterine bleeding ("abnormal uterine bleeding"), polymenorrhagia ("hyperpolymenorrhea"), bowel movement irregularity ("change of intestinal rhythm"), crying ("crying a lot") and mood altered ("bad mood") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019. The patient was treated with diclofenac diethylamine (analgesico), diclofenac diethylamine (anti inflammatory) and surgery (laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive, premenstrual syndrome, bowel movement irregularity, crying and mood altered outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, prolonged heavy periods, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, salpingitis, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, abnormal uterine bleeding and polymenorrhagia had resolved. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, anxiety, arthralgia, back pain, bowel movement irregularity, breast pain, cervical dysplasia, coital bleeding, crying, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood altered, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity, data of insertion were discrepancy (B)(6) 2014 or (B)(6) 2018. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020 she reports stress urinary incontinence, on (B)(6) 2020 the patient reported an 80% improvement in general condition. After the withdrawal of the essure device in 09-dez-2019, she had a significant improvement in her life, on the medical appointment, gynecologist reports she has been asymptomatic without gynecological complaints after surgery to remove the essure, her last period (started on (B)(6) 2020) had lasted 5 days, she denied dysmenorrhea and stated that her menstrual flow was still moderate. On follow-up (B)(6) 2021 the expert medical report reviewed the medical records and it did not characterize the existence of a causal link between the insertion or permanence of the essure device in the fallopian tubes with the symptoms that were alleged by complainant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Blood creatinine (0.70 - 1.2 mg/dl) - on (B)(6) 2014: 0.68 mg/dl. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2014: 65 mg/dl. Blood thromboplastin (24.5 - 37.5 s) - on (B)(6) 2019: 24.0 s. Gynaecological examination - on (B)(6) 2018: mucosa flushed and hydrated, breasts with normal development, without retraction or bulging, palpation without changes, absence of nodules, nipples without auterations, free armpits, abdomen flaccid, painless, absence of palpable mass. Pubic pelification of conformation and gynecoid quantity, trophic vulva, with large and small lips with normal dimensions, without alterations. Specular examination showed a cervix with cervical transitional zone 0 without ulcers or polyps. Vaginal secretion with a characteristic and habitual appearance, placement and odor, vaginal touch, uterus in ativersoflexion, with regular surface and normal dimensions.; on (B)(6) 2020: cervix with ectropion on the anterior lip; on (B)(6) 2020: eukardic and eupneic patient, breasts no changes, atypical abdomen without visceromegaly, blum berg negative, jordan negative, free atypical abdomen without visceromegaly and without pain on superficial and deep palpation, uterus in ativersoflexion, usual size, without pain on palpation of the adnexal regions. Patient returns for reassessment. She reports that she had bilateral video salpingectomy in (B)(6) 2019 due to pelvic pain and abnormal uterine bleeding with increased flow and menstrual frequency (hyperpolyemorrhea), associated with constant headache, swelling of the lower limbs. He also reports that he had significant pelvic pain. At the moment without complaints, he says that the menstrual cycle returned to normal as it was before the implantation of essure in 2014, on (B)(6) 2020 she denies abdominal pain, menstrual cramps and / or other symptoms. Her states that intestinal rhythm has always been constipated. Conclusion: asymptomatic patient without gynecological complaints after surgery to remove the essure. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Metamyelocyte count (0.0 - 0.0 10*3/ul) - on 29-jan-2014: 0.1 10*3/ul; on 06-dec-2019: 0.0 10*3/ul. Metamyelocyte percentage (0.0 - 0.0 %) - on 29-jan-2014: 1.0 %; on 06-dec-2019: 0.0 %. Pathology test - on (B)(6) 2020: material: right and left horns with microdissive. Macroscopy: 1. Right tube, neck of tuba measuring 2.5x0.4x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b1 / 6f / sr). 2. Left tube, neck of tuba begging 2.3x0.5x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b2 / 6f / sr). Conclusion: uterine tubes - surgical specimens: uterine tubes showing moderate chronic salpingitis, predominantly lympho-histocyte, with the presence of oversized multicellular giant cells of the foreign body type. Fibrosis is also noted. Presence of bilateral intra-tubal microdevice. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation; on (B)(6) 2020: smear with characteristic appearance, color and odor. Specialist consultation - on (B)(6) 2018: she report to her gynecologist she never feel well with contraceptive and after essure implated she always use condom. Ultrasound scan vagina - on (B)(6) 2019: normal uterus and ovaries. X-ray - on an unknown date: essure displaced in the tubes and fragmented. Ph urine (5.0 - 7.0 ph) - on (B)(6) 2013: 7.5 ph; on (B)(6) 2019: 7.0 ph. Lot number: 893014 manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries), menarche (she was 13 years old.), sedentary and menses irregular with excessive bleeding. No c-sections or abortions, no systemic arterial hypertension or diabetes mellitus. Previously administered products included for an unreported indication: injetable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("pain during and after sexual intercourse"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding during and after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain ("generalized pain"), arthralgia ("joint pain"), loss of libido ("no libido"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling") and alopecia ("hair loss"). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), pain in extremity ("leg pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), fatigue ("fatigue"), tremor ("tremors / trembling through the body"), oedema ("edema"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), urge incontinence ("urge incontinence"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), abnormal uterine bleeding ("abnormal uterine bleeding"), polymenorrhagia ("hyperpolymenorrhea"), bowel movement irregularity ("change of intestinal rhythm"), crying ("crying a lot") and mood altered ("bad mood") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with diclofenac diethylamine (analgesico), diclofenac diethylamine (anti inflammatory) and surgery (laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive, premenstrual syndrome, bowel movement irregularity, crying and mood altered outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, prolonged heavy periods, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, salpingitis, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, abnormal uterine bleeding and polymenorrhagia had resolved. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, alopecia, anxiety, arthralgia, back pain, bowel movement irregularity, breast pain, cervical dysplasia, coital bleeding, crying, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood altered, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity, data of insertion were discrepancy (B)(6) 2014 or (B)(6) 2018. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020 she reports stress urinary incontinence, on (B)(6) 2020 the patient reported an 80% improvement in general condition. After the withdrawal of the essure device in (B)(6) 2019, she had a significant improvement in her life, on the medical appointment, gynecologist reports she has been asymptomatic without gynecological complaints after surgery to remove the essure, her last period (started on (B)(6) 2020) had lasted 5 days, she denied dysmenorrhea and stated that her menstrual flow was still moderate. On follow-up (B)(6) 2021 the expert medical report reviewed the medical records and it did not characterize the existence of a causal link between the insertion or permanence of the essure device in the fallopian tubes with the symptoms that were alleged by complainant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Blood creatinine (0.70 - 1.2 mg/dl) - on (B)(6) 2014: 0.68 mg/dl. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2014: 65 mg/dl. Blood thromboplastin (24.5 - 37.5 s) - on (B)(6) 2019: 24.0 s. Gynaecological examination - on (B)(6) 2018: mucosa flushed and hydrated, breasts with normal development, without retraction or bulging, palpation without changes, absence of nodules, nipples without auterations, free armpits, abdomen flaccid, painless, absence of palpable mass. Pubic pelification of conformation and gynecoid quantity, trophic vulva, with large and small lips with normal dimensions, without alterations. Specular examination showed a cervix with cervical transitional zone 0 without ulcers or polyps. Vaginal secretion with a characteristic and habitual appearance, placement and odor, vaginal touch, uterus in ativersoflexion, with regular surface and normal dimensions.; on (B)(6) 2020: cervix with ectropion on the anterior lip; on (B)(6) 2020: eukardic and eupneic patient, breasts no changes, atypical abdomen without visceromegaly, blum berg negative, jordan negative, free atypical abdomen without visceromegaly and without pain on superficial and deep palpation, uterus in ativersoflexion, usual size, without pain on palpation of the adnexal regions. Patient returns for reassessment. She reports that she had bilateral video salpingectomy in (B)(6) 2019 due to pelvic pain and abnormal uterine bleeding with increased flow and menstrual frequency (hyperpolyemorrhea), associated with constant headache, swelling of the lower limbs. He also reports that he had significant pelvic pain. At the moment without complaints, he says that the menstrual cycle returned to normal as it was before the implantation of essure in 2014, on (B)(6) 2020 she denies abdominal pain, menstrual cramps and / or other symptoms. Her states that intestinal rhythm has always been constipated. Conclusion: asymptomatic patient without gynecological complaints after surgery to remove the essure. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Metamyelocyte count (0.0 - 0.0 10*3/ul) - on (B)(6) 2014: 0.1 10*3/ul; on (B)(6) 2019: 0.0 10*3/ul. Metamyelocyte percentage (0.0 - 0.0 %) - on (B)(6) 2014: 1.0 %; on (B)(6) 2019: 0.0 %. Pathology test - on (B)(6) 2020: material: right and left horns with microdissive. Macroscopy: 1. Right tube, neck of tuba measuring 2.5x0.4x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b1 / 6f / sr). 2. Left tube, neck of tuba begging 2.3x0.5x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b2 / 6f / sr). Conclusion: uterine tubes - surgical specimens: uterine tubes showing moderate chronic salpingitis, predominantly lympho-histocyte, with the presence of oversized multicellular giant cells of the foreign body type. Fibrosis is also noted. Presence of bilateral intra-tubal microdevice. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation; on (B)(6) 2020: smear with characteristic appearance, color and odor. Specialist consultation - on (B)(6) 2018: she report to her gynecologist she never feel well with contraceptive and after essure implated she always use condom. Ultrasound scan vagina - on (B)(6) 2019: normal uterus and ovaries. X-ray - on an unknown date: essure displaced in the tubes and fragmented. Ph urine (5.0 - 7.0 ph) - on (B)(6) 2013: 7.5 ph; on (B)(6) 2019: 7.0 ph. Lot number: 893014 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: the follow information were updated: new reporter (physician), medical history, and events added: bad mood, crying. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 3 and vaginal delivery (3). No c-sections or abortions. Concurrent conditions included diabetes. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), abdominal distension ("distention"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), uterine inflammation ("uterine inflammation"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, uterine perforation, dyspareunia, abdominal pain lower, abdominal distension, menorrhagia, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries), menarche (she was 13 years old.) And sedentary. No c-sections or abortions, no systemic arterial hypertension or diabetes mellitus. Previously administered products included for an unreported indication: injetable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("pain during and after sexual intercourse"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding during and after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain ("generalized pain"), arthralgia ("joint pain"), loss of libido ("no libido"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling") and alopecia ("hair loss"). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), pain in extremity ("leg pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), fatigue ("fatigue"), tremor ("tremors"), oedema ("edema"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), urge incontinence ("urge incontinence"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("hyperpolymenorrhea") and bowel movement irregularity ("change of intestinal rhythm") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics, diclofenac diethylamine (anti inflammatory) and surgery (laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive, premenstrual syndrome and bowel movement irregularity outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, menorrhagia, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, salpingitis, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, uterine haemorrhage and polymenorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, bowel movement irregularity, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, premenstrual syndrome, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine haemorrhage, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. After the withdrawal of the essure device in (B)(6) 2019, she had a significant improvement in her life, on the medical appointment, gynecologist reports she has been asymptomatic without gynecological complaints after surgery to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Blood creatinine (0.70 - 1.2 mg/dl) - on (B)(6) 2014: 0.68 mg/dl. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2014: 65 mg/dl. Blood thromboplastin (24.5 - 37.5 s) - on (B)(6) 2019: 24.0 s. Gynaecological examination - on (B)(6) 2018: mucosa flushed and hydrated, breasts with normal development, without retraction or bulging, palpation without changes, absence of nodules, nipples without auterations, free armpits, abdomen flaccid, painless, absence of palpable mass. Pubic pelification of conformation and gynecoid quantity, trophic vulva, with large and small lips with normal dimensions, without alterations. Specular examination showed a cervix with cervical transitional zone 0 without ulcers or polyps. Vaginal secretion with a characteristic and habitual appearance, placement and odor, vaginal touch, uterus in ativersoflexion, with regular surface and normal dimensions.; on (B)(6) 2020: cervix with ectropion on the anterior lip; on (B)(6) 2020: eukardic and eupneic patient, breasts no changes, atypical abdomen without visceromegaly, blum berg negative, jordan negative, free atypical abdomen without visceromegaly and without pain on superficial and deep palpation, uterus in ativersoflexion, usual size, without pain on palpation of the adnexal regions. Patient returns for reassessment. She reports that she had bilateral video salpingectomy in (B)(6) 2019 due to pelvic pain and abnormal uterine bleeding with increased flow and menstrual frequency (hyperpolyemorrhea), associated with constant headache, swelling of the lower limbs. He also reports that he had significant pelvic pain. At the moment without complaints, he says that the menstrual cycle returned to normal as it was before the implantation of essure in 2014, on (B)(6) 2020 she denies abdominal pain, menstrual cramps and / or other symptoms. Her states that intestinal rhythm has always been constipated. Conclusion: asymptomatic patient without gynecological complaints after surgery to remove the essure. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Metamyelocyte count (0.0 - 0.0 10*3/ul) - on (B)(6) 2014: 0.1 10*3/ul; on (B)(6) 2019: 0.0 10*3/ul. Metamyelocyte percentage (0.0 - 0.0 %) - on (B)(6) 2014: 1.0 %; on (B)(6) 2019: 0.0 %. Pathology test - on (B)(6) 2020: material: right and left horns with microdissive. Macroscopy: 1. Right tube, neck of tuba measuring 2.5x0.4x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b1 / 6f / sr). 2. Left tube, neck of tuba begging 2.3x0.5x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b2 / 6f / sr). Conclusion: uterine tubes - surgical specimens: uterine tubes showing moderate chronic salpingitis, predominantly lympho-histocyte, with the presence of oversized multicellular giant cells of the foreign body type. Fibrosis is also noted. Presence of bilateral intra-tubal microdevice. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation; on (B)(6) 2020: smear with characteristic appearance, color and odor. Ultrasound scan vagina - on (B)(6) 2019: normal uterus and ovaries. X-ray - on an unknown date: essure displaced in the tubes and fragmented. Ph urine (5.0 - 7.0 ph) - on (B)(6) 2013: 7.5 ph; on (B)(6) 2019: 7.0 ph. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: the follow information were updated new lawyer, physician reporters; medical history; lab data; on product essure stop date was updated from 18-dec-2019 to 09-dec-2019, antibiotics, anti inflammatory added; on event change of intestinal rhythm, hyperpolymenorrhea; onset date were added on events: heavier menstrual bleeding with clots, sometimes for 15 days, headache, leg swelling / swelling of the lower limbs, tingling, lumbar pain, bleeding during and after sexual intercourse, pain during and after sexual intercourse, feeling of uterine perforation, suspicion of adenomyosis, fluid in abdomen, generalized pain, joint pain, no libido, mood swings, hair loss, strong smell from vaginal discharge. On 16-mar-2021: no newclinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries), menarche (she was 13 years old.) And sedentary. No c-sections or abortions, no systemic arterial hypertension or diabetes mellitus. Previously administered products included for an unreported indication: injetable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer (father). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("pain during and after sexual intercourse"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding during and after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain ("generalized pain"), arthralgia ("joint pain"), loss of libido ("no libido"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling") and alopecia ("hair loss"). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), pain in extremity ("leg pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), fatigue ("fatigue"), tremor ("tremors"), oedema ("edema"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), urge incontinence ("urge incontinence"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), uterine haemorrhage ("abnormal uterine bleeding"), polymenorrhagia ("hyperpolymenorrhea") and bowel movement irregularity ("change of intestinal rhythm") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with diclofenac diethylamine (analgesico), diclofenac diethylamine (anti inflammatory) and surgery (laparoscopic bilateral salpingectomy with removal of essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive, premenstrual syndrome and bowel movement irregularity outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, prolonged heavy periods, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, salpingitis, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, uterine haemorrhage and polymenorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, bowel movement irregularity, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine haemorrhage, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. After the withdrawal of the essure device in (B)(6) 2019, she had a significant improvement in her life, on the medical appointment, gynecologist reports she has been asymptomatic without gynecological complaints after surgery to remove the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Blood creatinine (0.70 - 1.2 mg/dl) - on (B)(6) 2014: 0.68 mg/dl. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2014: 65 mg/dl. Blood thromboplastin (24.5 - 37.5 s) - on (B)(6) 2019: 24.0 s. Gynaecological examination - on (B)(6) 2018: mucosa flushed and hydrated, breasts with normal development, without retraction or bulging, palpation without changes, absence of nodules, nipples without auterations, free armpits, abdomen flaccid, painless, absence of palpable mass. Pubic pelification of conformation and gynecoid quantity, trophic vulva, with large and small lips with normal dimensions, without alterations. Specular examination showed a cervix with cervical transitional zone 0 without ulcers or polyps. Vaginal secretion with a characteristic and habitual appearance, placement and odor, vaginal touch, uterus in ativersoflexion, with regular surface and normal dimensions.; on (B)(6) 2020: cervix with ectropion on the anterior lip; on (B)(6) 2020: eukardic and eupneic patient, breasts no changes, atypical abdomen without visceromegaly, blum berg negative, jordan negative, free atypical abdomen without visceromegaly and without pain on superficial and deep palpation, uterus in ativersoflexion, usual size, without pain on palpation of the adnexal regions. Patient returns for reassessment. She reports that she had bilateral video salpingectomy in (B)(6) 2019 due to pelvic pain and abnormal uterine bleeding with increased flow and menstrual frequency (hyperpolyemorrhea), associated with constant headache, swelling of the lower limbs. He also reports that he had significant pelvic pain. At the moment without complaints, he says that the menstrual cycle returned to normal as it was before the implantation of essure in 2014, on (B)(6) 2020 she denies abdominal pain, menstrual cramps and / or other symptoms. Her states that intestinal rhythm has always been constipated. Conclusion: asymptomatic patient without gynecological complaints after surgery to remove the essure. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Metamyelocyte count (0.0 - 0.0 10*3/ul) - on (B)(6) 2014: 0.1 10*3/ul; on (B)(6) 2019: 0.0 10*3/ul. Metamyelocyte percentage (0.0 - 0.0 %) - on (B)(6) 2014: 1.0 %; on (B)(6) 2019: 0.0 %. Pathology test - on (B)(6) 2020: material: right and left horns with microdissive. Macroscopy: 1. Right tube, neck of tuba measuring 2.5x0.4x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b1 / 6f / sr). 2. Left tube, neck of tuba begging 2.3x0.5x0.4 cm, covered with brownish serosa, when cut, the light is filled by a metallic spiral (b2 / 6f / sr). Conclusion: uterine tubes - surgical specimens: uterine tubes showing moderate chronic salpingitis, predominantly lympho-histocyte, with the presence of oversized multicellular giant cells of the foreign body type. Fibrosis is also noted. Presence of bilateral intra-tubal microdevice. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation; on (B)(6) 2020: smear with characteristic appearance, color and odor. Ultrasound scan vagina - on (B)(6) 2019: normal uterus and ovaries. X-ray - on an unknown date: essure displaced in the tubes and fragmented. Ph urine (5.0 - 7.0 ph) - on (B)(6) 2013: 7.5 ph; on (B)(6) 2019: 7.0 ph. Lot number: 893014 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 3 and vaginal delivery (3). No c-sections or abortions. Concurrent conditions included diabetes. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), abdominal distension ("distention"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), uterine inflammation ("uterine inflammation"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish") and cervical dysplasia ("low-grade squamous intraepithelial lesion") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, uterine perforation, dyspareunia, abdominal pain lower, abdominal distension, menorrhagia, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 3 and vaginal delivery (3). No c-sections or abortions. Concurrent conditions included diabetes. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), abdominal distension ("distention"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), uterine inflammation ("uterine inflammation"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish") and cervical dysplasia ("low-grade squamous intraepithelial lesion") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, uterine perforation, dyspareunia, abdominal pain lower, abdominal distension, menorrhagia, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: lab data (cervix smear) and new adverse events: anxiety and anguish, low-grade squamous intraepithelial lesion, human papilloma virus investigation were added. Follow-up 2 was processed with follow-up 1. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries) and menarche (she was 13 years old.). No c-sections or abortions. Previously administered products included for an unreported indication: injectable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes. Family history included breast cancer (her two aunts had breast cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), urge incontinence ("urge incontinence"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension") and diarrhoea ("diarrhea episodes (after some food)") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, uterine perforation, dyspareunia, distension nos, coital bleeding, uterine inflammation, adenomyosis, intra-abdominal fluid collection, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, cervical dysplasia, human papilloma virus test positive, swollen abdomen, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, premenstrual syndrome and diarrhoea outcome was unknown, the abdominal pain lower had not resolved, the prolonged heavy periods, vaginal discharge and salpingitis had resolved and the headache, back pain, pain in extremity and pain was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Gynaecological examination - on (B)(6) 2020: cervix with ectropion on the anterior lip.. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.; on (B)(6) 2020: smear with characteristic appearance, color and odor.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries) and menarche (she was 13 years old.). No c-sections or abortions. Previously administered products included for an unreported indication: injectable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes. Family history included breast cancer (her two aunts had breast cancer). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), urge incontinence ("urge incontinence"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension") and diarrhoea ("diarrhea episodes (after some food)") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, uterine perforation, dyspareunia, distension nos, coital bleeding, uterine inflammation, adenomyosis, intra-abdominal fluid collection, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, cervical dysplasia, human papilloma virus test positive, swollen abdomen, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, premenstrual syndrome and diarrhoea outcome was unknown, the abdominal pain lower had not resolved, the prolonged heavy periods, vaginal discharge and salpingitis had resolved and the headache, back pain, pain in extremity and pain was resolving. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Gynaecological examination - on (B)(6) 2020: cervix with ectropion on the anterior lip.. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.; on (B)(6) 2020: smear with characteristic appearance, color and odor.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: new adverse events were provided: urge incontinence, moderate chronic salpingitis, menstrual cramp, intense menstrual bleeding, premenstrual tension, diarrhea episodes (after ingestion of some food), uterine inflammation and swollen abdomen. Historical drugs, use of injectable and oral contraceptives and family history (her two aunts had breast cancer) were added. Outcome for some adverse events were updated: headache and body pain, menorrhagia, vaginal discharge. Correction: surgery of essure removal date. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries) and menarche (she was 13 years old.). No c-sections or abortions. Previously administered products included for an unreported indication: injetable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), urge incontinence ("urge incontinence"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), uterine haemorrhage ("abnormal uterine bleeding") and polymenorrhagia ("hyperpolymenorrhea") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive and premenstrual syndrome outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, prolonged heavy periods, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, salpingitis, urge incontinence, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, uterine haemorrhage and polymenorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhagia, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine haemorrhage, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Gynaecological examination - on (B)(6) 2020: cervix with ectropion on the anterior lip.. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.; on (B)(6) 2020: smear with characteristic appearance, color and odor.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('feeling of uterine perforation') and device breakage ('essure fragmented in reproductive organs') in an adult female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and vaginal delivery (3). No c-sections or abortions. Concurrent conditions included diabetes. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), abdominal pain lower ("strong cramps in low abdomen"), abdominal distension ("distention"), menorrhagia ("heavier menstrual bleeding with clots, sometimes for 15 days"), headache ("headache"), uterine inflammation ("uterine inflammation"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), dyspareunia ("pain after sexual intercourse"), coital bleeding ("bleeding after sexual intercourse"), depression ("depressive state"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), vaginal discharge ("strong smell from vaginal discharge") and urinary tract infection ("recurrent urinary infections"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, device breakage, abdominal pain lower, abdominal distension, menorrhagia, headache, uterine inflammation, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, dyspareunia, coital bleeding, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, adenomyosis, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin on (B)(6) 2014: less than 0.1 mui/ml - negative. Ultrasound scan on (B)(6) 2019: normal uterus and ovaries. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented in reproductive organs'), pelvic pain ('pelvic pain') and uterine perforation ('feeling of uterine perforation') in a 33-year-old female patient who had essure (batch no. 893014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies), parity 3 (her last delivery was in (B)(6) 2014.), vaginal delivery (3 vaginal deliveries) and menarche (she was 13 years old.). No c-sections or abortions. Previously administered products included for an unreported indication: injectable contraceptive and oral contraceptive nos. Concurrent conditions included diabetes, constipation and uterine anteflexion. Family history included breast cancer (her two aunts had breast cancer) and prostate cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2020, the patient experienced uterine inflammation ("uterine inflammation") and swollen abdomen ("swollen belly (left side)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dyspareunia ("pain after sexual intercourse"), abdominal pain lower ("strong cramps in low abdomen"), distension nos ("distention"), prolonged heavy periods ("heavier menstrual bleeding with clots, sometimes for 15 days"), coital bleeding ("bleeding after sexual intercourse"), headache ("headache"), vaginal discharge ("strong smell from vaginal discharge"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), back pain ("lumbar pain"), pain in extremity ("leg pain"), pain ("generalized pain"), arthralgia ("joint pain"), breast pain ("mastalgia"), depression ("depressive state / sadness"), loss of libido ("no libido"), fatigue ("fatigue"), mood swings ("mood swings"), peripheral swelling ("leg swelling / swelling of the lower limbs"), paraesthesia ("tingling"), tremor ("tremors"), oedema ("edema"), alopecia ("hair loss"), urinary tract infection ("recurrent urinary infections"), anxiety ("anxiety / anguish"), cervical dysplasia ("low-grade squamous intraepithelial lesion"), urge incontinence ("urge incontinence"), salpingitis ("moderate chronic salpingitis (seen in the removed uterine tubes) with fibrosis"), dysmenorrhoea ("menstrual cramp (on the second or third days of menstruation)"), bleeding menstrual heavy ("intense menstrual bleeding (on the second or third days of menstruation)"), premenstrual syndrome ("premenstrual tension"), diarrhoea ("diarrhea episodes (after some food)"), uterine haemorrhage ("abnormal uterine bleeding") and polymenorrhoea ("hyperpolymenorrhea") and was found to have human papilloma virus test positive ("human papilloma virus investigation"). The patient was hospitalized from 9-dec-2019 to 10-dec-2019. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, cervical dysplasia, human papilloma virus test positive and premenstrual syndrome outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower, distension nos, prolonged heavy periods, coital bleeding, headache, uterine inflammation, vaginal discharge, adenomyosis, intra-abdominal fluid collection, back pain, pain in extremity, pain, arthralgia, breast pain, depression, loss of libido, fatigue, mood swings, peripheral swelling, paraesthesia, tremor, oedema, alopecia, urinary tract infection, anxiety, swollen abdomen, urge incontinence, salpingitis, dysmenorrhoea, bleeding menstrual heavy, diarrhoea, uterine haemorrhage and polymenorrhoea had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, cervical dysplasia, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, human papilloma virus test positive, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, premenstrual syndrome, prolonged heavy periods, salpingitis, swollen abdomen, tremor, urge incontinence, urinary tract infection, uterine haemorrhage, uterine inflammation, uterine perforation, vaginal discharge, bleeding menstrual heavy and distension nos to be related to essure. The reporter commented: essure insertion was easy, both ostias were visualized, no alteration in uterine cavity. In her medical record, on (B)(6) 2019, the patient reported that her menstruation has always been unregulated, denies human papilloma virus, sexually transmitted diseases and pelvic inflammatory disease. In the medical appointment, on (B)(6) 2020, the patient reported an 80% improvement in general condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Abdominal exploration - on (B)(6) 2020: flaccid, painless abdomen and absence of palpable masses and pain on deep palpation of hypogastrium. Gynaecological examination - on (B)(6) 2020: cervix with ectropion on the anterior lip.. Human chorionic gonadotropin - on (B)(6) 2014: <0.1 mui/ml - negative. Smear cervix - on (B)(6) 2019: low-grade squamous intraepithelial lesion, human papilloma virus investigation.; on (B)(6) 2020: smear with characteristic appearance, color and odor.. Ultrasound scan - on (B)(6) 2019: normal uterus and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: new adverse events were provided: abnormal uterine bleeding and hyperpolymenorrhea, medical history and family history were added and the outcome for all adverse events was updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.